Manufacturer narrative:
(B)(4).

Event description:
The patient reported for some reason her ins (implantable neurostimulator ) keeps shutting off on its own. The patient was peeing her pants, she was going like crazy and didn't even feel it coming out. The issue was noted as sudden. Unknown cause at this time. The patient was not turning implant on/off herself. Actions/interventions/troubleshooting/ diagnostics done prior to the call: the patient met with a manufacturer's representative and the representative indicated that the implant was off. The patient told manufacturer's representative she didn't know how that happened. The manufacturer's representative reviewed patient programmer (pp) buttons and how implant can be turned on/off only by using pp. Actions/interventions/troubleshooting/diagnostics during the call: patient services reviewed that ins cannot turn on/off by itself and reviewed how ins can be turned off by using pp. Patient services reviewed ins icon and verifying if lightning bolt is apparent or not. The patient stated she understands that, but she was not physically turning implant on/off. The patient stated when she spoke to manufacturer's representative, the manufacturer's representative indicated that they would like to see the patient again and check the patient's ins. Outcome known at the time of call: the patient will contact hcp (healthcare provider) and request for manufacturer's representative to be present at appointment to do a device check and address issue of implant turning off by itself. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).